Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and medications were not crossing over. A technical support specialist stated that the issue was on the customer's side and was resolved. The system was functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the patient and medications were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.